Manufacturer narrative:
Part was received. Investigation is ongoing. Device was used for treatment, not diagnosis.

Event description:
The consultant reports that during a shoulder reconstruction procedure, the sagittal saw attachment fell apart. It is reported that a spare device was used to complete the procedure with no further problem, no harm to the patient. This is report number 1 of 1 for complaint report number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the complaint of the device falling apart could not be confirmed. The device was evaluated and the complaint wasn''t substantiated. However it was observed that a blade can''t be removed from the oscillating head. This is most likely due to usage wear over time.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).